Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (alarm 30 - motor stall) occurred with multiple cartridges during pumping. There was no reported impact to the customer's blood glucose level. Reportedly, the customer has an alternate pump available as alternate insulin therapy.